Manufacturer narrative:
Product evaluation: the product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A doctor reported a decrease in visual acuity in an eye following an intraocular lens (iol) implant procedure. During a follow up exam, inflammation was discovered. The lens remains implanted.

Manufacturer narrative:
(B)(4).

Event description:
It was initially reported that the patient was diagnosed with endophthalmitis.